Event description:
The customer reported being hospitalized due to high blood glucose and not having insulin. The blood glucose reading at time of call was 589mg/dl. The customer stated that she was treated with 20.0 units of insulin. The customer stated that her glucose was 297mg/dl while being at the hospital. Then two hours later the hospital ran a manual blood test and it was 340mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.